Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). The patient reported that the tubing came away near the needle of the infusion set prior to going through the priming process while changing the infusion set. The blood glucose level at the time of incident was 6.8 mmol/l. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.